Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down and not turned on. A field service engineer found that the scanner light, back panel boards, and communication sled would power on. The fse initially replaced the communication sled with a new unit, but this did not resolve the issue. The fse then replaced all-in-one unit, which corrected the issue and allowed the station to power on successfully. The fse worked with the information technology team to update the mac address so the station could communicate with the internet. The customer successfully opened all drawers, and the system was confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it was down and was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.